Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2012. It was reported that on an unconfirmed date baxter product folfusor sv2.5 ml/h was involved in an identification error. At the time of the problem, it was reported that there was an incident at the hospital which involved using the baxter folfusor devices 2.5ml per hour (2c4711) and 0.5ml per hour (2c4700). The wrong dose had been prescribed to a female patient 2.5ml selected instead of 0.5ml per hour for patient. The patient was tachycardic over the weekend but is now stable and under observation. The devices have pink lids, one a different shade of pink than the other. The hospital is running an internal investigation into whether the confusion was due to the similarity of the color between the lids. The drug was flurouracil, and the diluent was nacl 0.9%. The reporter confirmed that the correct quantity of drug was prepared but it was delivered too quickly. On (B)(6) 2012, follow up information was received. Although the report from medical affairs states the incident involved two different devices, only one device was actually used on the patient (2c4711). The 2c4700 was the one they should have used. This was confirmed after speaking to the contact at the unit. No further information was received at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: no sample or picture available to conduct the confirmation of the reported problem. The assignable cause is undetermined.